Manufacturer narrative:
(B)(4). The covidien customer service engineer (cse) evaluated the ventilator and verified the reported malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) and updated the software to resolve the issue. The unit passed all tests and calibrations, and was found to be operating within manufacturing specifications.

Event description:
It was reported that during testing, a ventilator graphic user interface (gui) generated an error code and became inoperative. There was no patient involvement.